Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report: 1627487-2020-31998. Related manufacturer report: 1627487-2020-31999. It was reported that lead migration issue was observed. Leads were explanted, and new leads were implanted. The l4 lead was cut and partially explanted. There were no additional complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.